Manufacturer narrative:
(B)(4). Medical product-unknown wire gripper catalog#: unk, lot#: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03165.

Event description:
It was reported that during an antegrade femoral nailing procedure, two (2) wire grippers failed to grip the 3.0 wire. There were no adverse events that occurred due to this malfunction. The surgery was completed successfully with another instrument.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed as the 3.0mm hole exhibits wear and couldn't grip the cable properly. Visual inspection noted scratch marks on the impaction surface. The 3.0 mm hole exhibits wear indicative of use. The wear on the holes leads to insufficient gripping of guide wires. Dimensions taken are within spec as per the prints. During a functional check of mating components the 3.0 mm hole failed to securely grip the guide wire and the 2.4 mm hole securely gripped the guide wire. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is determined to be normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.